Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. Customer did performed troubleshooting for their low blood glucose reading. Customer had 90 mg/dl blood glucose reading. Customer sensor sugar reading was 40 mg/dl. Customer treated their low blood glucose reading with juice. Insulin pump will not be returning for analysis. Products will not be returning for analysis.